Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. It was observed that the right ventricular lead had an increase in pacing threshold. A chest x-ray was completed to show externalized conductors on the lead. The lead was extracted by laser technique, discarded and replaced. The patient was reported stable before, during and after the procedure.